Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10,h11. Corrected fields: d5,e2,e3,g2. It was reported that during use the cardiosave intra-aortic balloon pump (iabp) fiber optic catheter is not working. Patient involved and no harm reported. A getinge field service engineer (fse) attended the site and located the unit to be repaired, dismantled the unit and performed visual inspection around the unit and everything looks as per normal. Cleaned fiber optic as per getinge specifications performed all safety checks as per normal no faulty was detected unit was returned back to service. Advised customer to confirm the correct version on the system (version d). Fse stated excessive dust and none recommended chemical was located on the touchscreen/ touchscreen is needed. Getinge to issue a quote for new touchscreen. Unit was repaired on the (B)(6) 2024.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that during therapy, the cardiosave intra-aortic balloon pump (iabp) unit has a fiber optic iab catheter fault and it is not working. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 initial reporter : (B)(6).